Event description:
It has been reported to philips that the system failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and determined that the system's host pc computer did not finish the boot sequence. A philips field service engineer (fse) inspected the system onsite. Troubleshooting actions included restarting the host pc. After the restart, the computer booted up successfully. The reported issue could not be replicated, and the root cause could not be determined. After the host pc was restarted, the system was returned to use in good working order. The codes were updated based on the investigation outcome.